Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that the healthcare provider (hcp) was doing a refill today and unable to access the septum. The company representative (rep) stated that the pump flipped and had been confirmed. The rep inquiring about flow rate calculation to bump out refill until they can do a pocket revision. Discussed flow rate calculation is dose / conc = flow rate per day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that actions/I nterventions that were taken to resolve the flipped pump was that the office referred patient to implanting physician for revision. Patient had not been scheduled for surgical intervention as of this date. Managing pump practice was monitoring infusion rate to ensure pump reservoir does not run out.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the pump was noted to be flipped in the pump pocket and required surgical intervention. Diagnostics/troubleshooting performed included the following: fluoroscopy imaging. The pocket revision was done because the pump had been flipping. The company rep stated that when pocket was opened the pump connector was so twisted that the connector came off. The surgeon cut the pump segment and replaced it with the pump segment of an 8780. The company rep stated that surgeon was unable to aspirate the catheter after the procedure. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) , implanted: (B)(6) 2024, product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025, product type catheter . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that the healthcare provider (hcp) was doing a refill today and unable to access the septum. The company representative (rep) stated that the pump flipped and had been confirmed. The rep inquiring about flow rate calculation to bump out refill until they can do a pocket revision. Discussed flow rate calculation is dose / conc = flow rate per day. Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that actions/I nterventions that were taken to resolve the flipped pump was that the office referred patient to implanting physician for revision. Patient had not been scheduled for surgical intervention as of this date. Managing pump practice was monitoring infusion rate to ensure pump reservoir does not run out. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the pump was noted to be flipped in the pump pocket and required surgical intervention. Diagnostics/troubleshooting performed included the following: fluoroscopy imaging. The pocket revision was done because the pump had been flipping. The company rep stated that when pocket was opened the pump connector was so twisted that the connector came off. The surgeon cut the pump segment and replaced it with the pump segment of an 8780 pump was sutured down. The company rep stated that surgeon was unable to aspirate the catheter after the procedure. The issue resolved at the time of this report. Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting that the cause of the inability to aspirate catheter after the procedure was not determined. No actions/interventions planned for the inability to aspirate the catheter after the procedure.

Event description:
Additional information was received from the company representative (rep) confirmed with the healthcare provider (hcp) reporting that the explanted portion of the catheter was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.